Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the emergency power supply battery, power supply, o2 sensor pressure and compressor filter. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the 840 ventilator went into a ventilator inoperable condition and shut down. There was no patient involvement at the time of the event.